Event description:
The customer contacted baxter's technical service center regarding the patient becoming disconnected from the patient line, which occurred on the homechoice (hc) during use. The home patient (hp) stated that they rolled onto the patient line while in bed and disconnected himself from the patient line. The baxter technical service representative (tsr) assisted the hp to cycle the power off and on to end the therapy and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the reported connection issue. The hp stated that the separation occurred between the transfer set and the plastic adapter. The hp said that he heard a pop and saw that the transfer set had become disconnected. There was no report of a leak. The hp said that he cleaned the transfer set and adapter with unknown solution and reconnected the transfer set with no problems. The hp has been continuing with therapy as usual. The hp was advised to let his nurse know of the disconnection. Therapy has been going well since this incident. There was no patient injury or medical intervention indicated at the time of the initial report. No further information was provided.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code is unknown at this time. The sample is not available. Since the lot number is unknown, a batch review will not be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. The cause was that the patient did not properly disconnect the patient line from the transfer set during therapy. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.